Manufacturer narrative:
Investigation was not able to verify the time/date reset to the default setting in the black box data. On investigation, the pump powered on normally and was exercised for 24 hours without issue. At the conclusion of the exercise, the battery was removed from the pump for a period of six hours. When the battery was re-inserted, the time and date reset to the factory default setting. The total daily dose amounts added to correctly reflect the user¿s programmed basal rates and the pump passed delivery accuracy testing and was determined to be delivering accurately and within range. The time/date reset to factory default issue is not expected to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set by the user to confirm the verify screen.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the patient contacted animas alleging a blood glucose level of 300 mg/dl accompanied with abdominal pain. The patient alleged the cause for the high blood glucose was related to the time being incorrect. The patient alleged the time/date was unable to be maintained after the battery was removed for less than 12 hours. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient¿s hyperglycemia could have been caused by or contributed to use error by not correctly setting the time/date in addition to the time/date malfunction of the pump.